Manufacturer narrative:
The authorized service provider (asp) determined the front bezel needed to be replaced. The asp replaced the front bezel and the issue was resolved. The front bezel was returned for failure investigation. The root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
02aug2021. There was no patient involvement.

Event description:
The customer reported that the nav ring does not work. Settings can only be changed on the touchscreen. There was no patient involvement.